Event description:
It was reported that cartridges were used during a laparoscopic cholecystectomy. It was reported that the ap400 would not close. Another device was used to complete the case. There was no consequence to the pt.